Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Patient underwent primary tka [right knee] before cors. Had a revision tka (B)(6) 2014 with implantation of a hinged knee system. Patient has had long history of infection."